Event description:
It was reported by the clinician to the biomedical department that the external pulse generator (epg) was pacing too fast. The biomedical department could not reproduce the issue; however, it was identified that the output current varied with the output rate setting. The device was returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. Main printed circuit board and interconnect flex are out of electrical specification. Upper and lower cases are broken.

Manufacturer narrative:
Approximately 6 weeks ago, a field corrective action was initiated for the suspect medical device noted which may involve intermittent performance of certain pacing functions.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). Analysis confirmed the reported event during repair of the unit. Main printed circuit board (pcb) and interconnect flex are out of electrical specification. The main pcb was further analyzed. The pcb was attached to a testing unit and pacing rate was observed. No anomalies were found during this testing, the initial failure could not be confirmed. Upper and lower cases are broken.